Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump ¿was not delivering insulin¿. The customer¿s blood glucose (bg) level was ¿high¿ on cgm. Customer address elevated bg with a manual dose injection. Customer reverted to an alternate method of insulin therapy.